Event description:
The customer reported that she was hospitalized for high blood glucose levels and nausea. The reported blood glucose was 591 mg/dl. The customer stated that she was treated and released. At the time of the call, the customer stated that she was not wearing the insulin pump during the hospital stay. The customer reported that the insulin pump was now asking her to prime. The customer was advised to press the act button to conduct the prime. The customer began priming, but stated that she didn't see and insulin exiting. Found that the customer was connected to the infusion set. Had the customer stop priming immediately and drink juice. The customer later checked her blood glucose, and she was at 270 mg/dl. The customer stated that she felt fine, and would be visiting her hcp for any assistance with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.